Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 15mm quantum maverick balloon catheter, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 15mm quantum maverick balloon catheter, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation 26.9cm from the hub. The balloon was loosely folded and there are multiple kinks in the shaft. Microscopic examination revealed the tip is damaged. There is contrast in the inflation lumen, blood in the guidewire lumen and on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities.